Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's battery charger circuit was evaluated and a related open fuse was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.